Event description:
It was reported that during the implant procedure the left ventricular lead would not advance into the target vein due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.